Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device not switching on with known working pad-pak.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 17th august 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had had performed to specification up to the (B)(6) 2017. Later, on the (B)(6) 2017, the device records three manual power ups. A further two manual power ups of under one-minute duration were recorded on the (B)(6) 2017. These manual power ups occur around the date of complaint. On receipt the returned pad-pak was inserted into the device. The device failed to switch on. Subsequent testing of the pad-pak confirmed that the fuse had blown. A test pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found no fault with the returned device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.